Event description:
The customer initially reported got compromised force sensor system alarm and was told that the insulin pump will be replaced customer reported had high blood glucose and insulin pump alarmed check settings. Troubleshooting was done. It was found at 2:54 am customer's blood glucose was 438 mg/dl and at 9:13 and it was 316 mg/dl. Customer's blood glucose was 205 mg/dl at the time of the event. The customer was advised the cause of check settings alarm. Customer will call back to continue troubleshooting for high blood glucose once she have the tubing clamps. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).